Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow up with multiple episodes of auto mode switching due to far field r- wave oversensing. The device was reprogrammed, and patient will continue to be monitored.